Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6) hospital;. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. A 4.00x20mm synergy¿ drug-eluting stent was advanced to the lesion. However, it was observed on the transparent image that the stent was not mounted. The physician checked the non-bsc guide catheter and the y connector outside the patient but no stent was found. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Describe event or problem updated.event date corrected from (B)(6) 2016 to (B)(6) 2016.(B)(4).

Event description:
It was further reported that during preparation of the device, the physician connected a three-way stop cock to the hub. After applying negative pressure, the physician took the device out the hoop, then the protection sheath was taken off and a guide wire was flushed through the lumen from the tip of the device.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the hypotube shaft profile. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that during preparation of the device, the physician connected a three-way stop cock to the hub. After applying negative pressure, the physician took the device out the hoop, then the protection sheath was taken off and a guide wire was flushed through the lumen from the tip of the device.